Event description:
It was reported that there was undefined high bipolar atrial impedance. Follow-up determined that the lead pin was not completely inserted into the device. The patient was brought in for a lead revision to tighten the pin. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.